Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022. A 29mm navitor valve was successfully implanted using a large flexnav delivery system. The valve was recaptured twice. However; no complications were reported and the patient was hemodynamically stable throughout the procedure. On (B)(6) 2022. The patient had a pacemaker implanted due to atrioventricular (av) block. No patient consequences were reported.

Event description:
Subsequent to the previously filed report, additional information was received that the 29mm navitor valve had been implanted at a non-coronary cusp depth of 7-8mm and a left coronary cusp depth of 7mm using a large flexnav delivery system. The patient was noted with have a right branch bundle block baseline rhythm prior to the implant procedure. There was no notable difficulty implanting the navitor valve, but it was noted that the implant depth was wandering. It was also noted that the atrioventricular block had been first confirmed on (B)(6) 2022. The 29mm navitor valve had been sized according to the instructions for use. There was calcification extending beneath aortic annular plane in the interventricular septum noted. There was no clinically significant delay in the implant procedure reported. A correction needs to be made to indicate that the patient didn't have a permanent pacemaker implanted until (B)(6) 2022. The cause for the patient developing an atrioventricular block is believed to be a combination of the final implant depth of the 29mm navitor valve, and the patient's past medical history. The patient was stable at the time of report.

Manufacturer narrative:
An event of atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the patient had pre-exiting right bundle branch block and that there was calcification extending beneath aortic annular plane in the interventricular septum noted. Additional information from the field also indicated that the valve was implanted at 7mm a depth greater than the optimal depth which could have also contributed to the event. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use:" to minimize the likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot."b3: event date updated. H6: medical device problem code 2993 (adverse event without identified device or use problem) was removed.